Manufacturer narrative:
The device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic polypectomy, the single use ligating device failed to deploy. While attempting to attach and close the loop around the polyp, the device got stuck resulting in failure to release the loop. The catheter had to be cut on the handle end of the device and the scope was removed. The scope was then reinserted, and the loop was removed using a loop cutter. Upon inspection after the procedure, it was noted that the wire on the catheter handle was bent in a z shape.